Event description:
Bard 100% silicone catheter placed in the operating room, pt in ICU/step down, removed fluid from foley balloon port, attempted to remove foley, met with resistance and pain, balloon folded back, eventually got foley out but pt experienced discomfort. Reported immediately, incident report done, product removed from shelf, product sent to vendor.